Manufacturer narrative:
This information is unknown. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown surgery. During the surgery, the expert end cap was difficult to attach correctly with the tibial nailing system (tns) nail. Another attempt was made with a second, different end cap but still, it was not fixed. The surgeon tried with the third end cap, and the screw attached well; however, it was not the screw that was originally requested by the surgeon. Procedure outcome is unknown. It is unknown if there was a surgical delay. There was no patient consequence reported. Concomitant devices: 11mm titanium (ti) cannulated tibial nail (part: 04.004.552, lot: unknown, quantity: 1); locking screw (part: unknown, lot: unknown, quantity: 1). This report is for a titanium (ti) end cap with t40 stardrive 10mm ext for ti tibial nails-ex. This is report 2 of 2 for (B)(4).